Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported. Additional information received indicated that this device had exhibited brady pacing rate not as expected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.